Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. A completed questionnaire was returned on (B)(6) 2013. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery, the incorrect lens had been implanted into the patient's eye. An exchange was scheduled for the same day. Additional information received, the surgeon reported a three to four hour delay before the exchanged lens could be implanted. During the exchange surgery, the capsular bag tore and an anterior vitrectomy was performed. The replacement lens was then placed into the sulcus. The patient is doing well postoperatively.